Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? Other relevant patient history/concomitant medications? What was the initial approach for the index surgical procedure? Were any concurrent devices implanted? Were there any intra-operative complications? What type of incontinence is the patient experiencing (urge or stress incontinence)? Has the incontinence changed from pre-surgery condition? (Worse, better, or returned to the same) please describe any medical intervention required to treat the incontinence including medication name and results. Location and character of pain? Please describe any medical intervention given for pain management including medication name and results. Please provide the mesh exposure site/location, symptoms and diagnostic confirmation. Describe any medical/surgical intervention for the exposure including dates and findings. Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Component code: g07002.

Event description:
It was reported that a patient underwent a sling procedure for urinary stress incontinence on (B)(6) 2013 and mesh was implanted. In (B)(6) 2022, the patient was referred to the hospital due to urinary incontinence and pain. Cystoscopy on (B)(6) 2022 showed mesh erosion. On (B)(6) 2022, the mesh sling was removed by operation. Additional information has been requested.